Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon preparing to disconnect and connect new infusion bag there was > 10ml but < 240ml of remaining. Patient denies any alarms or needing to complete any troubleshooting interventions. Per discussion with nursing colleagues and pharmacy withdrew 10ml from red lumen of dlpicc per disconnect protocol and flushed to ensure patency. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.